Event description:
Customer reported that she has been reciving sensor glucose and blood glucose readings that are approximately 80 to 100 points away from one another. Customer reported having a blood glucose reading of 104 mg/dl and a sensor glucose reading of 183 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.